Event description:
A medtronic xomed sales representative reported that while using the 120 degree blade during an evaluation, dr. Broke through the floor of the orbit causing bleeding into the orbit. Dr. Reported that the pt was taking anti-coagulant at the time of the procedure. The pt now has partial blindess in the affected eye. Dr did not fault the product for the pt's outcome, but does not want to use it again. It was the first time the doctor had used this device.